Manufacturer narrative:
D4: UDI updated UDI related data quality updates only.

Event description:
It was reported that while is use with a patient, the customer was having pressure chamber issues for the h1200 and h100 models. The pressure chamber doors frequently malfunction during surgeries when using 500 ml and 1000 ml bags at max pressure. The nature of the malfunction has not been reported. The customer requested instructions for proper use. No patient harm or adverse effects reported.

Manufacturer narrative:
Other text: b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Email is: (B)(6). D10, h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found 4 pressure chamber hinge extrusion assemblies were received in. Hinge extrusion #1 is missing the warning label, tornado spring and 3 bag hooks. It contains cracks around the bag hook screw holes. Hinge extrusion #2 was received in missing the tornado spring, contains cracks around the bag hook screw holes tearing the warning label. Non-OEM material found covering the cracks and underneath the bag hooks. Hinge extrusion #3 received in missing the tornado spring, half of the top portion of the warning label, and 2 bag hooks. Large cracks were found around the screw holes for the bag hooks. Other cracks were found on the bottom half of the hinge assembly. Hinge extrusion #4 was received in with a large crack starting from the bottom right of the assembly going up, with more than half of the hinge assembly disconnected. Small cracks were found around the screw holes for the bag hooks. Tornado spring, warning label, and 3 bag hooks missing from this assembly. Unable to perform functional tests due to missing front and rear enclosures including the tower. A functional test for the pressure chamber will require correct psi coming out of the air port supplied to the pressure chambers. A lock off/leak test is also needed to identify any malfunction internal to the pressure chamber. Unable to properly identify the device without its original serial number label. Repairs will not be needed. The customer has already replaced the hinge extrusion assemblies. The received hinge extrusion assemblies are for evaluation only. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.